Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
At post-operative interrogation and x ray this rv lead and the lv lead were found dislodged. The rv lead was successfully repositioned and remains actively implanted.